Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported while using their final aligners that they are comfortable but are now cracking due to over wearing them. Their gum line on the top teeth seems to be receding as well. The patient believes this is due to wearing the aligners for too long.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.